Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of july 31, 2012, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion. E1401 - captures the reportable event of vaginal discharge. E2330 - captures the reportable event of pelvic and sacroiliac joint pain. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported that the patient had a advantage fit system implanted during a procedure and has since experienced complications, including erosional of vaginal mesh, pelvic pain, sacroiliac joint pain, further or worsening urinary problems, vaginal odor and discharge, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Event description:
It was reported that the patient had been implanted with an advantage fit system on (B)(6) 2012, to treat mixed urinary incontinence and intrinsic sphincter deficiency. Under general anesthesia, the sling was placed bilaterally through the space of retzius following hydrodissection and vaginal dissection. Cystourethroscopy confirmed no abnormalities or detrusor involvement. The sling was positioned flat and tension-free at the mid-urethra, and the surgical sites were closed. A foley catheter, premarin cream, and vaginal packing were placed. The patient tolerated the procedure well and remained stable postoperatively. According to the patient's attorney, she has since experienced complications, including vaginal mesh erosion, pelvic and sacroiliac joint pain, worsening urinary symptoms, vaginal odor and discharge, and a diminished quality of life. She also claims to have suffered, or may suffer in the future, from physical pain, mental anguish, physical impairment, and medical expenses related to the device implantation. During an office visit on (B)(6) 2024, the patient presented for an annual gynecological exam and reported intermittent vaginal bleeding persisting since the previous year. Physical examination revealed a small area of mesh erosion at the anterior introitus, likely from a prior surgery. Although the bleeding was not significantly bothersome, she had discontinued treatment for vaginal atrophy due to cost. She was prescribed premarin vaginal cream (to be applied two to three nights per week) and clindamycin vaginal cream for odor, possibly due to aerobic vaginitis. Surgical correction was discussed as a future option if topical treatment proved ineffective. A follow-up was scheduled in 6 to 8 weeks. On (B)(6) 2024, the patient was diagnosed with vaginal mesh erosion and underwent excision of an approximately 3 cm strip of mesh. Examination showed atrophic external genitalia and vagina, with a 1 cm x 2 cm exposed section of white mesh along the anterior vaginal wall, just below the urethral meatus. There was no active bleeding, and the surrounding tissue appeared intact. Cystoscopy confirmed a normal bladder and urethra. Approximately six months before her (B)(6) 2025, visit, the patient had undergone mesh excision. Postoperatively, she reported painful intercourse but no further bleeding. At the (B)(6) 2025 visit, she also noted vaginal discharge with a fishy odor and urinary symptoms, including burning and frequency. Examination revealed no mesh erosion or lesions, but the vagina appeared atrophic, narrowed, and shortened. The use of vaginal dilators was discussed to address dyspareunia and anatomical changes, and the patient expressed interest. She was advised to continue using estradiol cream, which she had been applying regularly. By the (B)(6) 2025, visit, the patient was recovering well post-excision, with only occasional pain during intercourse and no bleeding. She remained on topical estrogen therapy and was managing her symptoms effectively. No new complications related to the mesh or sling were noted.

Manufacturer narrative:
Block h2: additional information. Blocks b5 (describe event or problem) and h6 (patient and impact codes) have been updated based on the additional information received. Correction: block e1 have been updated from 02356 to 02357. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - mesh exposure. E1401 - vaginal discharge. E2330 - pelvic and sacroiliac joint pain. E1311 - further or worsening urinary problems. E0206 - loss of enjoyment. E2015 - vaginal atrophy. E1906 - infection. E1405 - dyspareunia. E1301 - dysuria. The imdrf impact codes capture the reportable events of: f1905 - removal of eroded mesh. F12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device. F2302 - medication required.

Event description:
It was reported that the patient had an advantage fit system implanted during a procedure and has since experienced complications, including erosional of vaginal mesh, pelvic pain, sacroiliac joint pain, further or worsening urinary problems, vaginal odor and discharge, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. *additional information received june 5, 2025: on a2024, the patient was diagnosed with vaginal mesh erosion and subsequently underwent excision of an approximately 3 cm strip of mesh. Examination findings revealed an atrophic appearance of the external genitalia and vagina. A 1 cm x 2 cm section of white vaginal mesh was exposed along the anterior vaginal wall, just below the urethral meatus. There was no active bleeding, and the surrounding anterior vaginal tissue no longer showed any exposed edges. Cystoscopy confirmed that the bladder was intact and the urethra appeared normal.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6) medical center. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - mesh exposure. E1401 - vaginal discharge. E2330 - pelvic and sacroiliac joint pain. E1311 - further or worsening urinary problems. E0206 - loss of enjoyment. E2015 - vaginal atrophy. The imdrf impact codes capture the reportable events of: f1905 - removal of eroded mesh. F12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device.